Event description:
It was reported "the introducers in the set are breaking away very easily from the handle". The customer reported the line insertion was easy and uncomplicated up until the point of removing the tearaway sheath. The sheath was removed in its entirety from the patient. No patient harm was reported. The patient's condition is reported to be "fine".

Manufacturer narrative:
(B)(4). The customer report of peel-away sheath tabs broke off was confirmed by visual inspection of the customer supplied photos. The photos show a peel-away in use with one of the tabs separated from the body prior to peeling down the score line. A complete visual inspection could not be performed as no sample was returned for analysis. The instructions for use (IFU) provided with this kit warns the user, "precaution: avoid tearing sheath at insertion site which opens surrounding tissue creating a gap between catheter and dermis." A device history record review was performed, and no relevant findings were identified. Based on the customer photos, manufacturing caused or contributed to the reported issue. Further investigation has been initiated under teleflex's quality system by the manufacturing site to further investigate this issue. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "the introducers in the set are breaking away very easily from the handle". The customer reported the line insertion was easy and uncomplicated up until the point of removing the tearaway sheath. The sheath was removed in its entirety from the patient. No patient harm was reported. The patient's condition is reported to be "fine".